Event description:
It was reported that there was a particle on the balloon of a half day infusor. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a microscope. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.